Event description:
A catheter included in the kit (used for administration of a local anesthetic agent) broke upon removal from the surgical site while being removed from the pt at the end of the prescribed therapy.